Event description:
Medtronic received a report that the axium coil could not be detached. There were 5 attempts made to detach the coil with the instant detacher (ID). It was reported that there was no issue with the ID. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID: ID-1-5 (lot: unknown); implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within an opened axium implant coil outer carton and within a dispenser track. The axium implant coil was returned within the introducer sheath. Visual inspection/damage location details: the actuator interface was found to be intact. Upon inspection the axium implant coil pushwire was found to be broken but retained by release wire at break indicator ~7.8cm and bent at ~48.8cm from proximal end. This is indicative manual detachment attempts were made. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was pushed out from introducer sheath for further analysis. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): a manual detachment was then attempted by retracting the release wire at already broken break indicator and the release wire successfully detached implant coil. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.